Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and the inner/outer insulation was cut. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the is-1 pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break and the insulation was damaged in the field. It is important to note that the lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
Boston scientific received information that this right ventricular (rv) lead pacing thresholds rose a few days after the initial implant. A dislodgment was confirmed via x-ray. A revision procedure was performed wherein the physician attempted to reposition the lead but the helix was unable to be retracted or re-deployed. As result, the lead was extracted and an alternate rv lead was implanted. No additional adverse patient effects were reported.